Event description:
Five minutes after the surgeon started shaving, the blade started to shed metal filings into the joint. The procedure was a meniscectomy. Additional information confirms that the joint was not flushed out, and there was debris left in there.

Manufacturer narrative:
(B)(4).